Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes. And additional MFR narrative. No sample has been returned for evaluation for the report of trocar valve leakage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. (B)(4).

Event description:
A customer reported that the trocar leaked during the procedure. The procedure was completed using trocar plugs. No patient harm reported and no sample returning for evaluation. No further information available.